Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s diabetic educator reported via phone call that they had a hospitalization due to a high blood glucose on (B)(6) 2017 at 6:00 pm. The customer reported an insulin flow block during priming process. The blood glucose value at the time of admission 850 mg/dl. The customer had no symptoms ketoacidosis. The customer was treated for the high blood glucose level with manual injections. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 509 mg/dl. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. No unexpected insulin flow blocked alarms were noted. Unit received with minor scratched display window and case.